Manufacturer narrative:
(B)(4) - incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual examination of the return sample showed that the lens had scratches; both haptics were distorted and stains of viscoelastics on the optic zone; indicating the unit was handled and prepared for surgical use and also, subsequently implanted and removed from the patient¿s eye. The manufacturing record review was performed. The documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. A review of the manufacturing process and/or the materials in the change control system showed that no changes were implemented when this production order was manufactured. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor started to insert the intraocular lens (iol) into the patient''s eye but the incision was too small and the lens did not insert. A new lens was pulled, and the incision was enlarged. The new lens was implanted with no problems.